Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced critical battery alarms with the related batteries. There was no reported patient injury as a result of this event. The batteries (B)(4) were returned to the manufacturer for evaluation. The reported event was confirmed via review of the controller log files, which revealed multiple critical battery alarms involving batteries (B)(4). The batteries reported in this complaint were removed from the market as part of fsca apr2014.1 and were destroyed as part of the required actions; therefore, the devices were not available for analysis. Based on these findings, complaints of this nature will continue to be tracked and trended. The most probable root cause of the reported event may be attributed to a communication error between the controller and batteries as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding potential communication issues between the controller and battery power sources. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports 3007042319-2016-00068 and 3007042319-2016-00069 submitted for devices related to the same event.

Event description:
It was reported form (B)(6) that preliminary log analysis revealed three (3) critical battery alarms had been logged since (B)(6) 2014. Per the instructions for use (IFU), it was possible that these batteries may have been faulty since the charge during the logged alarm was not less than 10%. The batteries were removed from service and the patient was provided with replacement devices. There was no reported patient injury as a result of this event. The batteries were returned to the manufacturer for evaluation.